Event description:
Rptr c/o depression, chronic fatigue, fibromyalgia, headache, congnitive dysfunction, confusion, memory loss, neck and spine pain, rheumatoid arthritis, easy bruising, dry eyes, and cataracts, vision loss, endometriosis (surgery twice since '91), insomnia, chest pain and allergies, chronic sinusitis.